Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that a lead warning triggered for the right atrial lead. Interrogation revealed low pacing impedance. Further testing of the lead with an analyzer during revision revealed no sensing and intermittent/no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.